Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch mechanism was failed to cycle properly. A field service engineer replaced the defective latch and wire harness and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a malfunctioning smart remote manager and required maintenance, which resulted in the fridge door not opening. The customer attempted troubleshooting by rebooting the station and trying to recover the storage space; however, these efforts were unsuccessful, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.